Manufacturer narrative:
Patient was given antibiotics by the doctor as part of the post treatment care. Treatment parameters were followed within clinical guidelines. No additional patient / treatment information was made available by the customer, despite attempts made to request it. There were no problems found with the device, only general maintenance performed. This is reportable because the patient required medical intervention.

Event description:
Patient developed cellulitis following a laser treatment and required medical intervention.